Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented to clinic after receiving a device alarm. During follow-up, high pacing impedance was observed on the right ventricular (rv) lead. Diagnostic imaging was performed and the rv lead was observed to be kinked. The lead was capped and replaced to resolve the event and the patient was in stable condition.